Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the sensor readings were inaccurate and that the blood glucose was running high. The blood glucose reading was 111 mg/dl when the sensor reading was 43 mg/dl. The customer was advised on proper insertion and calibration techniques. The customer had a high blood glucose of 509 mg/dl. The customer treated with the insulin pump and it was brought down to 270 mg/dl.